Event description:
It was reported by the doctor that an iol exchange with our zmb00 multifocal lens was performed due to a refractive error. No further information was provided.

Manufacturer narrative:
Explanted intraocular lens was discarded at the surgery center manufacturing records were reviewed and showed no deviations. Diopter measurement records from this particular lens were verified and showed to be within specifications. This is in compliance with the labeled dioptric power 21.0 diopter of this lot number. A review of complaint records revealed that no other complaints from this order number were received. A review of the implant card database shows the initial implant of 21.0 diopters was replaced with a 25.0 diopter lens of the same model. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All available information is included in this report.

Manufacturer narrative:
The intraocular lens was not received by the manufacturer for analysis. The lens met all manufacturing specifications prior to release. All information currently available is provided in this report. H3 other text : lens not received